Event description:
The following has been reported: biomed reported: "tubing set not recognized". "As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we won't always be able to revisit the same pump multiple times." Injury/adverse reaction: no. A preliminary review identified the following issue: sensor hardware failure (pressure sensor board). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure. The fva pins and the loading pins had a slight amount of drag felt during operation. The device was powered on and a mock infusion was run. No alarms or errors occurred during the infusion. The device was opened to inspect for internal damage and for cleaning. No internal damage was identified. The outlet pin of the fva had a large amount of dirt and debris built up on it. The fva pins and their channels were cleaned using alcohol. The loading pins and their channels were cleaned using alcohol. Both the fva lip seals and loading pin lip seals were replaced during investigation. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device will be sent through the repair process before being sent to the test line for full functional testing.